Manufacturer narrative:
Additional information received from customer on 9/16/2016, customer stated she had mastitis while using her medela breastpump and was put on antibiotics by her physician the beginning of july. She has finished her antibiotics and stated her mastitis has been resolved. The customer was sent a replacement breastpump. The pump in style advanced starter breastpump was received on 8/24/2016 and evaluated by quality engineering on 9/10/2016. The attached product evaluation revealed the pump passed all functional tests and operated within specifications. See attached evaluation for details. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
Customer reported to customer service on (B)(6) 2016, that she was experiencing low suction with her pump in style starter breastpump.